Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 509 mg/dl. The customer also reported other blood glucose values such as 189 mg/dl, 506 mg/dl, 398 mg/dl. The customer treated for high blood glucose with bolus for high blood glucose level. Customer assisted with troubleshooting. The insulin pump will not be returned for analysis.